Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump alarmed?cassette not attached".

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection revealed missing sticker seal. During functional check, the customer's problem was duplicated. Root cause was found to be a faulty downstream occlusion sensor. Replaced downstream sensor.